Manufacturer narrative:
Five samples were provided to our quality team for investigation. All samples were tested with no leakage observed on any of the samples received. The condition observed is acceptable per product specification. The reported defect was not identified in the samples received, so no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 4241623. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information

Event description:
Material#: 309605 batch#: 4241623. It was reported that the bd luer-lok leaked past the stopper. The following information was provided by the initial reporter: it was reported by the customer that leaking at the back of the plunger. Verbatim: rcc received a complaint via phone. I also since received an additional five 10 ml syringes (ref 309605) from a different lot: lot: 4241623 exp: 7/31/2029. I have included these in the package I sent you. Leaking at the back of the plunger. 309605 lot 4222762 total of 18 . 305617 lot 4278835 total 17. 309680 lot 1242178 total 4.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.